Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set and the adverse event of peritonitis. Per the pdrn, causality was attributed to the patient utilizing a ¿bar¿ of soap instead of a liquid (specifics not provided), and a recent fall (specifics not provided) which caused trauma to the peritoneum (specifics not provided). Based on the information available, the liberty select cycler and liberty cycler set can be disassociated from the event, as there is no indication or objective evidence a liberty select cycler or liberty cycler set product deficiency or malfunction caused or contributed to the serious adverse events. Moreover, the patient continues to utilize the same liberty select cycler without any reported issues or allegations of machine malfunction or deficiency. It is well established those individuals undergoing pd therapy are at high risk for infections of the peritoneum.

Event description:
It was reported that a peritoneal dialysis (pd) patient was diagnosed with peritonitis. Initially the patient alleged that the cause of the peritonitis was because they did not receive their supplies. Upon follow up with the pd registered nurse (pdrn) it was clarified that the supplies shipment was not the cause. The pdrn clarified that the cause of the peritonitis was due to a fall the patient took which resulted in trauma to the peritoneum. The pdrn indicated that the patient had been using a bar of soap instead of liquid but did not provide specifics on how that was related. The pdrn specified that the peritonitis was not in any way related to pd therapy nor the use of any fresenius device, drug, or product.